Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12g19068, h12h29057 and h12i27059. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2013, the patient experienced peritonitis and was hospitalized for the event on the same day. Treatment was not reported. The cause of the peritonitis was unknown. The patient was recovering from this peritonitis event. Per the nurse, this peritonitis event was unrelated to baxter products.

Manufacturer narrative:
Complaint no: (B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted.